Manufacturer narrative:
The remote service engineer (rse) confirmed the cause of the reported problem was the speaker. It was determined that the speaker required replacement. The customer was provided a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the intellivue x3 indicating that there was a loudspeaker fault. A good faith effort (gfe) was performed to clarify if the speaker produced sound, and no additional details were provided. It is unknown if the device was in use at time of event, and there was no adverse event reported.